Manufacturer narrative:
The insulin pump passed all of the functional tests and the operating currents were within specification. The insulin pump communicated properly with the glucose sensor simulator and no unexpected blood glucose alerts or threshold suspend alarms were noted. No button error alarms were noted. However, the insulin pump had intermittent button response due to moisture damage to the keypad traces. The device was also received with some cosmetic damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump display went blank and the buttons were not responding. Her blood glucose was 212 mg/dl. The customer stated the insulin pump was neither dropped nor bumped. She further stated that at one point the insulin pump was only showing the time and battery icon. Troubleshooting was begun but could not be completed, due to the button error. The customer also mentioned a threshold suspend of insulin on her pump and stated her blood sugars had been going down, and when they were at 62 mg/dl, she suspended the pump. The customer also stated after removing and replacing what she described as a good battery, a failed battery test alert appeared and could not be cleared. Nothing further was reported.